Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, both implants t1 & t2 of the fast-fix were simultaneously deployed though the meniscus, and were left secure in the patient. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11 h3, h6: the reported device was not received for evaluation. However, another device was received. A visual evaluation showed the device was not returned in its original packaging. The t1, t2, and suture were returned off the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the failure to cycle include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle). Based on this investigation, the need for corrective action is not indicated.